Manufacturer narrative:
Based on technician statement, the issue was not reproduced during on-site visit. Device passed all performance and safety tests according to factory specification. The device was delivered to the user in working condition. Device's logs confirmed occurrence of claimed o2 low concentration alarm. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration low alarm may in some cases indicating that the ventilation has been insufficient due to gas delivery error. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our conclusion is that there is no indication of a ventilator malfunction. The cause of the reported issue could not be determined.

Event description:
It was reported that ventilator generated and alarm indicating low o2 concentration. There was no patient harm. Manufacturer ref#: (B)(4).